Event description:
The facility representative reported a flogard infusion pump with a common failure code of 94. The event was reported to have occurred during a routine inspection. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "f-94" was confirmed during evaluation of the device. The cause of the problem was a defective main battery. Service replaced the main battery to fix the problem. Should additional information become available, a follow-up medwatch will be submitted.